Event description:
It was reported that a arthrofibrosis occurred.

Manufacturer narrative:
Additional devices listed in this report: cat 5521-b-300, lot hymua, description: tri ts baseplate size 3; cat 5530-g-309, lot mmd5km, description: triathlon cr x3 tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is 150 centimeters in height. An event regarding arthrofibrosis involving a triathlon femoral component was reported. The event was not confirmed. Device history indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that a arthrofibrosis occurred.